Manufacturer narrative:
Additional information was received stating that the canister was not installed properly. Therefore, this event was a use error and was not a reportable malfunction. Additional information was received stating that the canister was not installed properly. Therefore, this event was a use error and was not a reportable malfunction.

Manufacturer narrative:
Patient information could not be obtained due to country privacy laws. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Unique identifier: (B)(4). A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The canister was re-installed to resolve the reported issue.

Event description:
The hospital reported a malfunction resulting in the loss of mechanical ventilation. There was no report of patient involvement.